Manufacturer narrative:
One opened sample was returned with one needle attached to a 6 1/4" suture. A visual inspection was performed and the suture was found to be conforming. Measurements of the suture diameter were within specification. The complaint history was reviewed and there were no other similar complaints for the reported lot. The device history record was reviewed and there were no related issues in mfg for this system during assembly/testing. The lots were released based on alcon's acceptance criteria. The root cause of the complaint could not be determined. The product diameter was within specification. This report mailed in to FDA on: 09/04/2008.

Event description:
The surgeon initially reported that during the procedure the suture thread appeared thicker than normal. Additional info received from the surgeon indicates that the thick suture lead to wound leakage, tissue distortion, and a flat corneal graft. The surgeon also reported that additional sutures were required. The surgeon reported at the 4 month post-op visit the pt healed and is doing well.